Event description:
A cuff was implanted on 4/19/94 -1st stage. The pump and balloon were implanted on 6/23/94 -2nd state. The pump was removed from the pt on 12/17/96, due to recurring incontinence-cycling of pump difficult, and replaced.